Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the battery was replaced on site and the device is working as expected. The product will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. User medwatch received. User medwatch received.

Event description:
Complainant alleged that while attempting to pace a patient under a year old (gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.